Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. There was no reported adverse effect to the customer's blood glucose level. Reloading the same cartridge resolved the issue, allowing the customer to successfully continue using the pump for insulin therapy.